Manufacturer narrative:
Submit date: 07/26/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with syringes. The representative reports markings/graduations on side of barrel of 60ml syringes inconsistent and sometimes unreadable. Numbers are partially erased, therefore not fit for use.

Manufacturer narrative:
Submit date: 9/15/16. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Actual and representative samples were received for evaluation. The manufacturing site received two unpackaged samples with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. Missing barrel print was identified on the numeral 5, 10, 15, 20, and the numeral 5 of 25 on one of the syringe samples. A scratch on the outside diameter of the syringe barrel caused poor print quality. A complete lack of the numeral 5 and partial missing print on the numerals 10, 15, 20, 55, and 60 was identified on the second syringe sample. The defect of poor print quality can be identified on both of the syringe samples. Root cause analysis: a review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential contributing factors to the defect of poor print quality include, but are not limited to: - broken printer tape at the hot stamp printer - damage to the barrel print during transport and barrel was not detected at the sensor station. - the sensor didn¿t stop the process when the printer tape breaks or the roll is empty. Poor printing quality were not observed at the time of the reported issue. Preventive maintenance requirements are established for the tooling, mold machines, assembly machine, sensors and printing stations used in the manufacture of the barrel. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. The following control mechanisms are in place to prevent the occurrence and acceptance of poor print during the assembly and packaging processes: medtronic maintains a material verification processes. The resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. The print tape must meet the requirements of the raw material product specification prior to release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Molding tools are periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. The syringe printing, assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. The manufacturing equipment is periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. During manufacturing, visual inspections and physical tests are conducted to ensure the syringe assemblies meets the requirements defined in the quality inspection standard. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.